Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 8 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was found down at home, and that emergency medical services (ems) ¿coded patient for a while". It was reported that the patient showed signs of severe brain anoxia, and that the lvad was not functioning at the time. Details regarding the lvad not functioning were not provided. It was reported that the lvad system was connected to charged batteries, and that no alarms were active when ems arrived. The patient was transported to the hospital and expired on (B)(6) 2016. A cause of death was not able to be determined. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported patient outcome could not be conclusively determined. The left ventricular assist device was not returned for evaluation and no log files were available for evaluation. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.